Event description:
It was reported that the patient, that is enrolled in a clinical study, experienced inadequate stimulation from the spinal cord stimulator (scs) system after sustaining an adverse event in which there was an impact to the implantable pulse generator (ipg) site which resulted in reduced effect of the stimulation. Reprogramming was performed and resolved the inadequate stimulation for some time. The patient underwent an explant procedure in which the ipg and leads were explanted. It was additionally reported that the devices will not be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6). Batch: 7075859 UDI # (B)(4).

Event description:
It was reported that the patient, that is enrolled in a clinical study, experienced inadequate stimulation from the spinal cord stimulator (scs) system after sustaining an adverse event in which there was an impact to the implantable pulse generator (ipg) site which resulted in reduced effect of the stimulation. Reprogramming was performed and resolved the inadequate stimulation for some time. The patient underwent an explant procedure in which the ipg and leads were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7075859, unique identifier # (B)(4).